Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during low anterior resection of rectum surgery, before used on the patient, noted the packing was damaged. Sterility was compromised. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2020. Investigation summary: the analysis results found that an b12lt device was returned without apparent damage. In addition, the tyvek was returned along with the device. The blister was not received for analysis. Upon visual inspection of the tyvek, no damages were observed and seal area was noted to be complete. The event described could not be confirmed. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.